Manufacturer narrative:
On 01 december 2017 we were informed by the complainer that patient is slowing doing better. Only washed out and no implants exchanged.

Event description:
The patient came in complaining of pain. The surgeon determined that the tibia had subsided. The surgeon would like to revise the tibial tray and the poly. The patient is hesitating to undergo additional surgery. No revision is scheduled at this time.

Manufacturer narrative:
On august 29th 2019 we received the confirm of following information: on (B)(6) 2017(complaint (B)(4)) the patient came in complaining of pain. The surgeon determined that the tibia had subsided. The surgeon would like to revise the tibial tray and the poly. The patient is hesitating to undergo additional surgery. No revision is scheduled at this time. On (B)(6) 2017 the patient revision scheduled but it was canceled because implants were not preset at time of surgery, the case was cancelled and rescheduled for (B)(6) 2017.

Manufacturer narrative:
Batch review performed on 02 october 2017. Lot 125772: (B)(4) items manufactured and released on 20 march 2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. On 06 october 2017 the medical affairs director performed a clinical evaluation and commented as follows: 4 years after primary cemented tkr the tibial tray subsided medially. In the previous radiograph, a defect in cementation or medial bone resorption is visible, which results in poor leaning of the tibial tray to the resected bone. Also the anterior flange of the femoral component looks deprived of cement, and again bone resorption may have occurred. Though this is not relevant for the tibial subsidence, it may be worth investigating in case of a revision procedure. The clinical cause for subsidence should be insufficient bone support on the medial side; there is no reason to suspect a faulty device.

Event description:
The patient came in complaining of pain. The surgeon determined that the tibia had subsided. The surgeon would like to revise the tibial tray and the poly. The patient is hesitating to undergo additional surgery. No revision is scheduled at this time.